Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, cracked case at the display window corner, broken belt clip slot, cracked reservoir tube and a stained end cap sticker.

Event description:
Customer reported via phone, the insulin pump had alarmed button error. Customer was attempting to bolus and the act button wouldn't respond. Customer's blood glucose was 215 mg/dl. The device was exposed to sweat. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.